Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about a month ago, they went to see their managing healthcare provider, and the healthcare provider had made a change to their settings, and the patient stated that since then, they've been having trouble. The patient stated they needed to be reprogrammed because when they were sitting down and in the booth or someplace, they felt a vibration in the middle of their buttocks, up high, where the implant was. Patient stated when the hcp last programmed it a while back, instead of the stimulation being felt down around their groin area, it was coming up in their butt area around and stimulation around the implant site/"down by the button." Patient services asked the patient if they'd had any falls or traumas that led to them feeling the stimulation in the wrong place and the caller stated no. Patient service reviewed programming considerations with the caller and had the patient connect to their therapy settings. The therapy was on, and the stimulation was set to 3. 1 ma on program 2. Patient services redirected the patient to follow up with their health care provider (hcp) about their stimulation concerns but offered to assist the patient in finding a program where the patient felt the stimulation in their bike-seat region. Patient selected program 4 and they increased the stimulation up to 1.5 ma, where they felt the stimulation comfortably. Patient services asked the caller if it was in the bike-seat and the patient stated it was a little below the ins site now and then said, "roughly, yes, it is in the bike-seat." The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their healthcare provider for further concerns about their symptoms. Patient stated they had another appointment with their health care provider (hcp) next month. Documented and reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.